Event description:
Percutaneous tracheostomy was attempted, following prolonged endotracheal intubation, it was planned and performed at the bedside in the critical care unit. The procedure was difficult, and unsuccessful attempts were made for emergency tracheostomy and et tube placement as well. During the procedure, she experienced subcutaneous emphysema and arrested. An et tube was eventually placed, however, resuscitation was not successful.